Manufacturer narrative:
Device evaluated by MFR.: a promus element plus,mr,ous 2.75x32mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. The device was tracked on to a 0.014"' guidewire without issue. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 32mm in length target lesion was located in the moderately tortuous and severely calcified 2.75mm in diameter left anterior descending artery. A 2.75x32mm promus element plus drug-eluting stent was advanced for treatment. However, during advancement, a significant resistance was felt and the stent struts were lifted up and could not be used normally. The procedure was completed with a different device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 32mm in length target lesion was located in the moderately tortuous and severely calcified 2.75mm in diameter left anterior descending artery. A 2.75x32mm promus element plus drug-eluting stent was advanced for treatment. However, during advancement, a significant resistance was felt and the stent struts were lifted up and could not be used normally. The procedure was completed with a different device. There were no patient complications reported and the patient was stable.